Event description:
During arthroscopic left knee surgery, arthrocare super multivac 50 ifs, lot# 1035683 ref ash4830-01 was used. Microscopic black particles noted after usage of super multivac 50 ifs. It was removed and knee was flushed arthroscopically. Md decided to then use the arthrocare super turbovac 90 ifs wand ref ash4250-01, lot# 1055140. Upon usage, microscopic black particles were also seen with the scope. Turbovac 90ifs removed knee flushed thoroughly. No particles seen on scope inspection.